Manufacturer narrative:
A visual examination of the returned uphold¿ lite revealed that the suture on the blue with white strip dilator was broken. The dart was located behind the cage of the capio slim suture capturing device. There is a small amount of suture attached to the dart. Analysis revealed no damage to the capio slim. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that an uphold¿ lite was used during cystocele repair anterior sacrospinous ligament fixation procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the capio needle detached when placing into the sacrospinous ligament and stuck in the capio suture capturing device. The procedure was completed with another uphold¿ lite. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold¿ lite was used during cystocele repair anterior sacrospinous ligament fixation procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the capio needle detached when placing into the sacrospinous ligament and stuck in the capio suture capturing device. The procedure was completed with another uphold¿ lite. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.